Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she ¿did not have to cath anymore and her stream was good, her pain was gone but she wanted to increase her stream a little because it was a little slow. She increased it to .85 but then it actually slowed her stream and it didn¿t speed it up, it slowed it¿. Patient stated this occurred in the last couple days. It was also reported that when she increased to .85v, she started getting pain by her bladder. Last night, she tried to lower the stim couldn¿t and ¿she made the lightning bolt go away then she could lower it to .8v, she did not know why¿. It was reviewed that this could have occurred because the antenna was out of place, or not plugged in all the way. Patient stated this was probably the case, because now it was working as designed and she was able to make adjustments. About two weeks later, patient further reported that before she made this initial call her pain went away (due to ins success), she did not need pain medication and did not cath but when she called in this initial call, she was having issues. She believed that she may have turned the implantable neurostimulator(ins) off accidently before (B)(6) and that was the reason her situation was as it was. It was indicated that she turned stim back to .8v on (B)(6) and at that time the stim was painful and she left stim there for a couple days and then brought stim back down to.75v. She then called the healthcare provider(hcp) and asked if she may need to get pain medication. Patient noted her ins was for pain as well as normal interstim indications. Patient also reported that over this weekend, she did not make any adjustments but has had significant pain in her rectum, specifically her right anterior rectum. She went to hcp on the morning of this call and they did a test for urinary tract infections (uti) which was what she thought the issue was but they did not have definite results at this time. Patient stated she turned stim off for a little bit but that made her pain ¿way worse¿. She has been catheterizing for 10 days.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-feb-03. The hcp stated that diagnostics included a device program adjustment and urinanalysis. There was no uti and it seemed like the device was turned off at one point. The hcp stated that actions/interventions included a bladder instillation and adjustment of programs on device. At the time of the report the issues were improving and resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.